Manufacturer narrative:
The walker arrived on (B)(6) and was scrapped the same day. Looking in the direction of the casters, the weld that holds the left side of the seat to the frame was broken. Should additional information become available for the patient a supplemental record will be filed.

Event description:
Broken seat frame.